Event description:
It was reported that during an unknown procedure, the tissue pad was damaged. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.